Event description:
Resident found lying in floor beside bed face down. Moderate amount of blood on face large hematoma on chin. Small hematoma under eye. Skin tear on right elbow right hand reddened. Bed rail was not secure resident kicked latch and rail fell down.resident transported to hospital 4/19/94 for tissue damage and evaluation.